Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to open yellow (pgnd) and black (main_batt) wires where the trunk cable connects to the trunk cable connector. There was no sign of visible damage to the cable. The root cause for the open wires could not be positively identified. No adverse event resulted from the open wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient called zoll customer support to report that she was receiving a service code 204. The patient was issued a replacement electrode belt.